Event description:
It was reported that there was no video available in the video system center. The issue occurred during the inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed to resolve the customer issue. The customer was guided to change the video output setting to high defination1080i and save. During troubleshooting, customer discovered the easylink adapter wasn't connected, and the customer was able to see the image on the video processor after connecting the easylink adapter. The customer informed tac of the event. The device will not be returned to olympus for evaluation.